Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Brand name corrected from titanium trochanteric nail fixation system to helical blade inserter. (B)(4).

Event description:
(B)(4) was received and a copy of the report will be included in this initial report. Reportedly the patient presented with right femur fracture following an injury on 03/31/2013. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
(B)(4).this report is being retracted as this is a duplicate report of synthes MFR report #2530088-2013-00743.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.